Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No conclusion code available. Final analysis confirmed the reported field event of extended charge time in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that during routine follow-up, long charge time was observed. The device was explanted and replaced. The patient is doing well.